Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of the coil still remained within the left fallopian tube'), embedded device ('noted to be embedded into the tissue'), device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pelvic pain/ chronic') and hypothyroidism ('hypothyroidism') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera. Concurrent conditions included depression, panic disorder and post-traumatic stress disorder. Concomitant products included fluticasone propionate (flonase), piroxicam (paxil), salbutamol (albuterol), trazodone and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced hypothyroidism (seriousness criterion medically significant), psoriasis ("psoriasis"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and gastrooesophageal reflux disease ("acid reflux"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, hypothyroidism, abdominal pain, menorrhagia, psoriasis, dysmenorrhoea, fatigue and weight increased outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, gastrooesophageal reflux disease, hypothyroidism, menorrhagia, pelvic pain, psoriasis and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012. Patient received treatment for pelvic pain, abdominal pain. Current weight 237 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: pfs and mr received: events: device breakage, embedded device, hypothyroidism, psoriasis, migration of essure device location of device: uterus, dysmenorrhea, fatigue, weight gain, acid reflux, lower abdomen pain were added. Reporters, medical history, patient demographics, concomitant drugs, lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of the coil still remained within the left fallopian tube'), embedded device ('noted to be embedded into the tissue'), device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pelvic pain/ chronic') and hypothyroidism ('hypothyroidism') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera. Concurrent conditions included depression, panic disorder and post-traumatic stress disorder. Concomitant products included fluticasone propionate (flonase), piroxicam (paxil), salbutamol (albuterol), trazodone and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced hypothyroidism (seriousness criterion medically significant), psoriasis ("psoriasis"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and gastrooesophageal reflux disease ("acid reflux"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, hypothyroidism, abdominal pain, menorrhagia, psoriasis, dysmenorrhoea, fatigue and weight increased outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, gastrooesophageal reflux disease, hypothyroidism, menorrhagia, pelvic pain, psoriasis and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012. Patient received treatment for pelvic pain, abdominal pain. Current weight 237 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012. Patient received treatment for pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received - case becomes incident. Event injury was removed. New events pelvic pain/chronic, abdominal pain and menorrhagia (heavy menstrual bleeding) were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient's date of birth was added. Reporter's information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.